Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead had an infection and erosion. The patient was discharged the day after the procedure and in stable condition. No additional adverse patient effects were reported. The rv lead remains in service.